Manufacturer narrative:
H.6 results code 1: 213: a review of the manufacturing records for the devices verified the lot met all pre-release specifications. H.6. Results code 2: 213: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: no damage or anomalies were identified with the primary and secondary deployment lines (pdl and sdl respectively). The lockwire and ferrule were not returned. A small piece was broken off the lockwire connector, likely resulting in the lockwire breaking off the connector. The angulation connector and fibers were disconnected from the angulation handle. The back up deployment mechanisms was closed on the returned device. Based on the event description and device evaluation there is no evidence that the back up deployment mechanism was used to complete deployment. Based on a review of the article from prof. P. Matt et al. Published in the ejcts, it is expected this device was deployed antegrade during the hybrid procedure. The report description that the product could not release off the catheter could not be confirmed with the device evaluation. The broken lockwire connector and disconnected angulation connector and fibers may have contributed to the difficulty removing the device from the deliver catheter. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event.

Manufacturer narrative:
The device evaluation is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a type a thoracic dissection with a gore® tag® conformable thoracic stent graft with active control system. After the device was advanced to the desired location, deployment was attempted. Although the device fully expanded, it did not release from the delivery catheter. Parts of the deployment lines became separated from the deployment handle. These deployment line fragments were then surgically removed from the patient. This delayed the procedure by 35 additional minutes while the patient was kept in cardiac arrest (cardiac arrest being part of the planned procedure). The patient tolerated the procedure.